Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had under infused tazocin. The event was observed after use. The reporter stated that upon daily changeover of the infusor, the nurse noticed that there was a substantial amount of solution remaining. There was no patient injury or medical intervention associated with this event.